Event description:
This report summarizes 13 malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced perforation. This information was received from various sources. All 13 malfunctions involved patient with no known impact to the patient. Of the 13 patients, ten patients ranged from 34-88 years of age and one patient weight was 270 lbs. Of the 13 reported patients, five were female and six were male. All other patient details were not provided.

Manufacturer narrative:
H10: of the 18 reported malfunctions, 5 were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2020-06502, 2020394-2021-80690, 2020394-2021-80693, 2020394-2021-80765 and 2020394-2021-80691. H10: of the reported 13 malfunctions, lot numbers were provided for all 13 malfunctions and the lot history review were performed. The devices have not been returned for evaluation. However, medical records were provided for twelve malfunctions and images were provided for three malfunction. Therefore, for eight malfunctions, the investigation is confirmed for perforation. For three malfunctions, investigation is inconclusive for perforation and one malfunction it is confirmed for perforation, additionally it was determined to have and also confirmed for filter tilt (B)(6). For remaining one malfunction it is confirmed for perforation, additionally it was determined to have and also confirmed for migration (B)(6) and occlusion (B)(6). Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (lot numbers: gftg2529, gfti3836, gftg2521, gfsl1341, gfti2508, gftj1970, gftc4642, gfti3850, gftj1661, gftb2225). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the reported 18 malfunctions, six were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2020-06502, 2020394-2021-80690, 2020394-2021-80693, 2020394-2021-80765, 2020394-2021-80691 and 2020394-2022-90152. H10: of the remaining 12 malfunctions, lot numbers were provided for all 12 malfunctions and the lot history review were performed. The devices have not been returned for evaluation. However, medical records were provided for all twelve malfunctions and images were provided for four malfunctions. Therefore, for eight malfunctions, the investigation is confirmed for perforation. For two malfunctions, investigation is inconclusive for perforation, for one malfunction it is confirmed for perforation, additionally it was determined to have and also confirmed for filter tilt (a150202) and for remaining one malfunction it is confirmed for perforation, additionally it was determined to have and also confirmed for migration (a010402) and occlusion (a1409). Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (lot numbers: gfti3836, gftg2529, gfsl1341, gfti2508, gftj1970, gftc4642, gfti3850, gftj1661, gftb2225). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 12 malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced perforation. This information was received from various sources. All 12 malfunctions involved patient with no patient consequences. Of the 12 patients, six were male and five were female, ten patients age ranged from 34-88 years and two patient weighs 131 kgs and 270 pounds. All other patient details were not provided.

Event description:
This report summarizes 17 malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced perforation. This information was received from various sources. The 17 malfunctions each involved a patient with no known impact to the patient. Of the 17 malfunctions, three were female and two were male, three patients ranging between 44 and 88 years-old. The remaining patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: of the 18 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2020-06502. H10: of the 17 malfunctions, 15 lot numbers were provided, and lot history reviews were performed. The devices have not been returned for evaluation. However, medical records were provided for five malfunctions and images were provided for one malfunction. Three malfunctions are confirmed for perforation. The remaining investigations are inconclusive for perforation. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (lot numbers: gftg2529, gfsl1341, gfti2508, gfti2509, gftj1970, gftc4642, gftk3483, gfti2504, gfti3850, gftj1661, gftb2225, gfti3836, unknown), g4. H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the 18 malfunctions, 16 lot numbers were provided, and lot history reviews were performed. The devices have not been returned for evaluation. However, medical records were provided for four malfunctions; three of which are confirmed for perforation and one remains inconclusive. Additionally, medical records and an image were provided and reviewed for one malfunction, but remains inconclusive. The remaining investigations are inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Lot numbers- gftg2529, gfsl1341, gfti2508, gfti2509, gftj1970, gftc4642, gftk3483, gfti2504, gfti3850, gftj1661, gftb2225, gftc4543, gfti3836, unknown).

Event description:
This report summarizes 18 malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced perforation. This information was received from various sources. The 18 malfunctions each involved a patient with no known impact to the patient. Of the 18 malfunctions, three were female and two were male, ranging between 44 and 88 years-old; weights not provided. The remaining patients¿ age, weight, and gender were not provided.